Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2021 regarding a patient receiving hydromorphone (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient was hospitalized on (B)(6) 2021 with altered mental status. A manufacturer representative was requested to check the pump to see if the pump was working and not giving too much medication.